Manufacturer narrative:
(B)(4). The device was evaluated by a carefusion certified 3rd party service technician. Conclusion: results of investigation revealed the battery would show a constant "yellow" charge status. The service technician replaced the battery. After replacing the battery, the service technician charged the new battery overnight, the status is now "green". The new installed battery passed the battery test.

Event description:
The customer reported that the internal battery on the ventilator would not hold a charge. The customer reports no patient involvement.